Event description:
Reference number (B)(4). Event occurred in the united states. The patient reported that on (B)(6) 2024, patient experienced that infusion set cannula came out of the skin but the adhesive stayed on the skin, which cause the patient blood glucose levels was elevated to 345 mg/dl, therefore patient had received insulin pen and medications to treat diabetes. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the omqr procedure.